Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced pain in the affected leg. Loss of pulses and color. An angiogram was performed and confirmed an occlusion. Treatment consisted of a surgical thrombectomy and was successful. No further complications were reported.